Event description:
It was reported that during an unk procedure, the device misfired. Another device was used to complete the procedure. There was no pt consequence. One device will be returned.

Manufacturer narrative:
Damaged ratchet pawl; malformed clip. Eval summary: the analysis results found that the el5ml device was returned in good visual condition. The instrument was cycled and the advancer bypassed the clip causing 1 malformed clip, the second clip dropped due to an antibackup failure, then fed and formed 1 clip conforming. The device was disassembled to verify the condition of the internal components and the ratchet pawl was found damaged. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.